Event description:
A patient reported experiencing inaccurate low results with a one touch profile meter. The patient's blood glucose results were 77 compared to the labs 110 mg/dl. Tests were done within 10 minutes with a difference of 33mg/dl. Patient did not expeirence any adverse events. No further information has been reported in the previous incident description.